Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels reached 450 mg/dl, while wearing the pod longer between 4 and 24 hours on the abdomen. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad. Although no issues were noted, it could not be conclusively determined from the returned adhesive pad whether it failed to adhere while the device was worn. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn or if the cannula was dislodged from the insertion site.